Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed in (B) (6) 2009. According to the complainant, during the procedure, the tip of the tome was smashed. It is unk at what time during the procedure this occurred. The physician used another hydratome rx sphincterotome to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4). Tip smashed. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any add'l relevant info is rec'd, a supplemental medwatch will be filed. (B) (4).